Event description:
It was reported that during a surgery the device broke while placing the lateral anchor in heel. The surgery continued since the anchor was enough fixed according to the surgeon. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8928bc-cp was received for investigation. Visual inspection identified that the distal end of the biocomposite implant had cracked. The method used to prepare the bone, as well as the bone quality encountered, were not provided. The cause remains undetermined.